Event description:
This event involved a patient approximately 1 year and 1 month after heartware lvad implantation. The hospital stated that the patient reported that the controller was switching between the power sources. The batteries were removed from the patient and a new set of batteries were supplied. There were no injures associated with this event. However, preliminary evaluation and testing has confirmed a malfunction in 4 of the 6 batteries returned due to an internal faulty cell. This incidental finding was then re-assessed per our sop requirements, and determined to be reportable. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of four reports (3007042319-2013-00130, 131, 132 and 133) submitted for devices related to the same event.

Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery ((B)(4)) contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of four reports (3007042319-2013-00130, 00131, 00132 and 00133) submitted for devices related to the same event.